Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am e-free/all went well in surgery/I had my on 16th') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"), dizziness ("light headed"), flatulence ("so much gas") and headache ("head hurt"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal, migraine, dizziness, flatulence and headache outcome was unknown. The reporter considered dizziness, flatulence, headache, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, migraine, dizziness, flatulence and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am e-free/all went well in surgery/I had my on 16th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"), dizziness ("light headed"), flatulence ("so much gas") and headache ("head hurt"). The patient was treated with surgery (she undergone surgery for essure removal.). Essure was removed. At the time of the report, the medical device removal, migraine, dizziness, flatulence and headache outcome was unknown. The reporter considered dizziness, flatulence, headache, medical device removal and migraine to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, migraine, dizziness, flatulence and headache". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report